Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an unreadable screen with vertical lines, without external cracks, resulting in an unusable display and trouble using the device; the device had been synced and will be returned. Symptoms included no injury. Outcomes included temporary interruption of normal device use. Customer care provided support that included a review of device history and user report assessment. Investigation of this case revealed a display malfunction consistent with internal screen failure. It was concluded that the device experienced a screen/display component failure requiring replacement.